Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation:  a sample is not available for evaluation. Capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016.

Event description:
When using a bd eclipse¿ needle it was reported that the consumer was needle stick to the right middle finger occurred during disposal. The safety cap came loose as she was disposing into a sharps container. Medical intervention was reported as ¿first aid and serial labs for blood borne infections.¿